Event description:
It was reported the patient had a laminectomy lead placed and their percutaneous leads removed. It was noted the patient had not been experiencing stimulation in their desired areas. It was reported the patient was getting stimulation in the desired locations following the revision. It was noted the patient had a follow-up appointment scheduled for four weeks after revision.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient was reprogrammed one week prior to report and is now feeling stimulation in their desired areas.